Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') And menorrhagia ('abnormal bleeding ( menorrhagia)') in a (B)(6) female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge on (B)(6) 2017, menstrual cycle abnormal (cycles irregular and very painful and heavy), menstruation abnormal (menorrhagia with irregular cycle), pruritus, intermenstrual pain, bacterial vaginosis (other specified bacterial agents as the cause of disease classified), adenomyosis, endometrial hyperplasia, anemia, acute blood loss anemia, urinary retention, dizziness, syncope, flatus, itching, endometriosis and fallopian tube cyst. Previously administered products included for an unreported indication: femcon fe. Concomitant products included codeine phosphate;paracetamol (tylenol w/codeine) from (B)(6) 2011 to (B)(6) 2017, hydrocodone, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2011 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2011 to (B)(6) 2017 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and dilation and curetage on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right cornua had 3 visible coils and the left cornua had 6 visible coils. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case the following events were reported via medical records: pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs and mr received: new events-¿ abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish and dysmenorrhea (cramping)¿,lot number, concomitant drug, medical history, reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') And menorrhagia ('abnormal bleeding ( menorrhagia)') in a 39-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge on (B)(6)2017, menstrual cycle abnormal (cycles irregular and very painful and heavy), menstruation abnormal (menorrhagia with irregular cycle), pruritus, intermenstrual pain, bacterial vaginosis (other specified bacterial agents as the cause of disease classified), adenomyosis, endometrial hyperplasia, anemia, acute blood loss anemia, urinary retention, dizziness, syncope, flatus, itching, endometriosis and fallopian tube cyst. Previously administered products included for an unreported indication: femcon fe. Concomitant products included codeine phosphate;paracetamol (tylenol w/codeine) from (B)(6) 2011 to (B)(6) 2017, hydrocodone, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2011 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2011 to (B)(6) 2017 and ibuprofen. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and dilation and curetage on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right cornua had 3 visible coils and the left cornua had 6 visible coils. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case the following events were reported via medical records: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and menorrhagia ('abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge on (B)(6) 2017, menstrual cycle abnormal (cycles irregular and very painful and heavy), menstruation abnormal (menorrhagia with irregular cycle), pruritus, intermenstrual pain, bacterial vaginosis (other specified bacterial agents as the cause of disease classified), adenomyosis, endometrial hyperplasia, anemia, acute blood loss anemia, urinary retention, dizziness, syncope, flatus, itching, endometriosis and fallopian tube cyst. Previously administered products included for an unreported indication: femcon fe. Concomitant products included codeine phosphate;paracetamol (tylenol w/codeine) from july 2011 to december 2017, hydrocodone, hydrocodone bitartrate;paracetamol (norco) from july 2011 to december 2017, hydrocodone bitartrate;paracetamol (vicodin) from july 2011 to december 2017 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In july 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and dilation and curetage on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain and vaginal discharge had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right cornua had 3 visible coils and the left cornua had 6 visible coils. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Patient received treatment for menorrhagia (heavy menstrual bleeding), vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case the following events were reported via medical records: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Following events- "abdominal pain and vaginal discharge", added, outcome of events- "physical pain/pain/pelvic pain was changed from recovering to recovered and for the events abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping) and vaginal infection" was changed from unknown to recovered. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.